Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced an increase in seizures above pre-vns baseline seizure levels. Product analysis was performed on the explanted device and found the device to be at end of service and performed according to functional specifactions. No other relevant information has been received to date.

Event description:
The physician has responded that there has been no increase in seizures. Device evaluation and return of the device is not necessary. It will not add value to the investigation no other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation.